Event description:
In 2005, the lay user / patient contacted lifescan and alleged that her one touch meter was reading inaccurately high. The medical affairs specialist (mas) called and spoke with the patient in 12/2005, who provided additional information. The patient received a result of 357 mg/dl on the reported meter. She retested again and received the same result. She did not take any action following the use of the meter. She started feeling light headed and visited her doctor. She informed the mas that the doctor did not test her blood glucose, but based on the patient's meter result, gave her a shot of insulin. The patient takes a set amount of oral medication (amaryl) at home. She felt better after a few minutes. Therefore, the treatment correlated with the reported meter's results. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl) and that iw as coded correctly. The test strips were in good condition and within the expiration date. She was walked through two consecutive control solution tests and the results fell outside the specified range. A replacement meter, control solution and test strips were sent to the lay user/patient.